Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical devices: attune ps fem lt sz 4 cem 150410104 lot: 441606, attune ps fb insrt sz 4 12mm 151640412 lot: 323631.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability. Patient received bilateral attune total knee replacements on (B)(6) 2014. This complaint addresses the left knee. Left total knee revised to address aseptic loosening of tibia and villonodular synovitis. Revising surgeon excised a large amount of non-inflammatory villonodular synovitis, and identified that the tibial component was loose, but did not specify at what interface(s). Tibial base plate, tibial insert, and femur components were revised. Depuy cement was utilized in the primary bilateral surgeries. Doi: (B)(6) 2014; dor: (B)(6) 2016; (left knee).